Event description:
The balloon burst at 8atms during an unspecified procedure. Its rated burst pressure is 5atms. No pt injury was reported. Numed contacted the distributor which provided the initial report, but the co could not obtain add'l info regarding this malfunction.